Event description:
Reference number (B)(4). Event occurred in colombia it was reported that the patient faced an infusion set leakage event on (B)(6) 2025 in the tubing. Infusion set was used for less than one day. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: colombia.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions h11: investigation summary the information in this complaint (B)(4) has been evaluated. The batch 6010158 in question was manufactured at the reynosa site. Investigation process of the complaint was carried out in accordance with work instruction (wi) guidance for visual testing for complaints area version 3 and wi guidance for functional testing for complaints area version 2 for the leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing). Complaint investigations: photo/sample was not provided. In order to test the product, the reference samples from the lot have been requested. Test results: visual test according to wi version 3 on reference samples, 10 samples out 10 samples passed the test. Functional test 1: air flow according to wi version 2 on reference samples, reference samples passed the test. Functional test 2: air leak according to wi version 2 on reference samples, reference samples passed the test. Device history record (DHR) review: the lot 6010158 was manufactured according to the wi version 82 and packaging in the machine 12, on 08/nov/2024, with a total of 57,000 units. Assembly: the lot 4k06601 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 06-nov-2024, with a total of (B)(4) units each. The lot 4k06602 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 07-nov-2024, with a total of (B)(4) units each. The lot 4k06604 was assembled according to the wi version 27 on-line inspection for assembly of quick set on 07-nov-2024, with a total of (B)(4) units each. Gluing of tubing: the lot 4k06568 was glued according to the wi version 42, machine 04, 05 and 08, on 05-nov-2024, with a total of (B)(4) units. The lot 4k06565 was glued according to the wi version 41, machine 04, 05 and 08 on 03-nov 2024, with a total of (B)(4) units. The lot 4k05679 was glued according to the wi version 41, machine 04, 05 and 08, on 29-oct-2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified, no maintenance events were recorded. Trending: a query was run in database on 30/jun/2025 against malfunction code leakage from tubing or the interface between the tubing and the connectors (refers to connectors in both ends of the tubing) and lot 6010158 and no more complaints have been registered in database for the same lot and malfunction code. Conclusion summary of the related event: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation nor CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.